Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. Three aptus endoanchors were also prophylactically implanted. It was reported that the a type IV endoleak from the endurant bifurcate was observed at the end of the index procedure. There was no procedural or device related adverse events noted during the procedure or at final angiogram. The overall procedure was deemed by the investigator to be successful. One day post index procedure, the patient had bleeding and post-operative anemia. The patient's hemoglobin decreased and the patient got hypotensive. The patient received treatment; the patient received four units of blood transfusion during the prolonged hospitalization. The event is unresolved and the patient is continuing with the treatment. Per the investigator, the bleeding and post-operative anemia was related to the index procedure as well as the subject's chronic anemia. During the hospitalization course, the patient also developed a small hematoma with ecchymosis in the right groin, which was also cited as a contributing factor. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.